Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose as well as low blood glucose level. The customers blood glucose level was 40mg/dl at the time of incident. Customer has been using insulin pump system within 48 hours of reported low bg event. Troubleshooting was assisted. The insulin pump will not be returned for analysis.